Event description:
The customer reported that the system would erase the image memory every time it was shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and confirmed the reported problem, but no conclusion can be drawn as repair info is not available.